Event description:
The customer stated a pt generated discrepant creatinine results of 88, 17 and 10 mg/l on the architect c8000 analyzer. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.